Event description:
It was reported that there was difficulty recovering the broken tip, but the surgery was completed successfully without medical intervention, adverse consequences or surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (electrode) was confirmed on the returned unit. The detached electrode was returned with the unit. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component; according to the device history record review, the lot was manufactured according to specifications. Poor assembly process; in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history showed that the unit was at least 46 times (41 plus the first five) or more, which is the maximum activation instances data storage for cutting tissue only at a power level of 10 (power setting range is 0-11) before the electrode fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse; the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was difficulty recovering the broken tip, but the surgery was completed successfully without medical intervention, adverse consequences or surgical delay.